Event description:
Spoke with patient's wife. Reported pump spring broke. Pt was able to finish dose. Serial number (B)(4), lot number s.81955. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. If yes, was any medical intervention provided? N/a. Is the actual device available for investigation? Yes. Did we replace the device? Yes. Did the patient have a backup device they were able to switch to? N/a. Pt able to finish dose before it broke. No other information known. Indication: selective deficiency of immunoglobulin g [igg] subclasses. Reported to (B)(6) by pt/caregiver.